Manufacturer narrative:
Natus medical tech support has made several attempts to contact the customer for the status of the device after replacement was sent to the customer site. Customer troubleshot device onsite and put it back in service. Service records for this 6 yr old device were reviewed. No records related to this unit nor complaints were found. Should customer provide additional information natus will file a supplemental report as needed.

Event description:
Natus medical received a complaint on september 27th, 2017 that their neoblue 3 had ledlight output intensities were high on both "high" and "low" settings when measured with their olympic bili-meter. The customer did not mention there was no death/serious injury, delay in treatment, or environmental/safety concerns.